Event description:
Report received from (B)(6) stating that the device has internal device damage along with the color band coming off and the serial number of the device became paled out. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info becomes available, a supplemental report will be sent. (B)(4).